Event description:
It was reported that the microcatheter shaft broke during the procedure. The microcatheter was safely removed from the patient and there were no patient consequences as a result of this event.

Event description:
It was reported that the microcatheter shaft broke during the procedure. The microcatheter was safely removed from the patient and there were no patient consequences as a result of this event.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. Device analysis confirmed that the catheter shaft was broken at the proximal marker. It was also noted that the distal tip of the microcatheter was deformed. Based on the DHR review and the process controls review conducted, it can be concluded that the catheter involved in this investigation met manufacturer specifications. It is probable that unknown procedural factors limited the performance of the device resulting in the reported and observed issues. Therefore, a root cause of operational context has been assigned to this investigation.